Manufacturer narrative:
(B)(4). External insulations abrasion breaching outer insulation and exposing outer coil were noted at 6.4 cm to 6.6 cm and 7.1 cm to 7.3 cm from the connector pin. Additionally, external insulation abrasion breaching outer insulation and exposing outer coil was noted at 6.7 cm to 7.1 cm from the connector pin. Both were consistent with lead friction the to ICD. This is consistent withe the observed issue of noise. (B)(4).

Event description:
It was reported that the ra lead was explanted due to noise. The patient was asymptomatic the entire time and was fine at the time of pre-discharge check.